Event description:
It was reported that the ubs cable and adapter do not charge the pump. There was no impact to the customer's blood glucose level. The customer was sent a replacement cable and adapter. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.